Event description:
Healthcare professional reported after injection with one syringe of juvederm ultra xc, the patient experienced "slight swelling" initially in the upper left hip, and the patient later presented to the office with a "purple" upper left lip, and the "upper skin part, up to the nose" was also swollen. The patient was provided a medrol dosepak and antibiotics. The symptoms are "looking a little bit better," but are not resolved yet. This is the same event and the same patient reported under MDR ID #30051136523005113652-2015-00124 (allergan complaint# (B)(4)). This MDR is being submitted for the second suspect product, juvederm ultra xc, also a device manufactured by allergan.

Manufacturer narrative:
Further information from the reported regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling and "purple upper left lip" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.